Event description:
Information was received indicating that a smiths medical pump was producing system errors 41622-1003. There were no reported adverse events.

Event description:
Device evaluation completed and summarized in.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The reported complaint of system error code 41622 was not duplicated. During testing it was reported to operate for two hours at high flow rate with no issues to validated or confirm complaint, however the error code 41622 was recorded in the event log multiple times. This was believed to be isolated to a faulty motor with action was taken to replace the motor. Device then passed all functional testing.

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: additional information: a1, b5, and h6 ( patient code).